Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 115 mmol/l. The initial result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The sample was repeated on another analyzer and the result was 143 mmol/l..

Manufacturer narrative:
The na electrode lot number and expiration date were requested but not provided. The field service engineer (fse) found that the washing station was not getting enough water and repaired it. The fse also exchanged the sample probe and cleaned the syringes. The root cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.